Event description:
Health professional reported removal of a "defective band". No additional info was provided. Follow-up info: the surgeon reported that the initial plan was to remove only the port, as it was suspected the leak was from the port. During the surgery, the surgeon performed a fluid test and did not find an opening in the port, but noticed a "pinhole in the balloon". The entire system was explanted and replaced. The surgeon added that the pt had a band slip about a year after the initial surgery and an additional surgery had been performed to reposition the band.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified, nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing." Device labeling addresses the reported events of band slippage as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation, or if there is abdominal pain."